Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in damage condition with cracked front and rear housing, and bleeding lcd. Investigation unable to download event history log. According to the investigation the device was powered up and displayed alarm ec 1720 which is an issue with the back-up capacitor. Service replaced the pump back-up cap and damaged housing (lcd included) to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1720 and had lcd bleed". No reported adverse effects.